Event description:
It was reported there was no shock delivery during clinical use. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Remote support was provided, the customer reported that there was no shock delivered. Follow-up findings reveals that the issue was self-test failure as the device was issuing an audio message of "shock cancelled" with no chirps or alarms. Onsite evaluation was performed. The device was issuing the reported audio message, the fse clicked on abort. An operational check was performed and there were no errors nor issues. The device is fully functional, returned to service, and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the dfm100 defibrillator indicating that there was no shock delivered. The event was outside of use and there was no reported patient nor user harm. This report has been updated from serious injury to product problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.